Manufacturer narrative:
Journal article: transradial versus transulnar artery approach for elective invasive percutaneous coronary interventions: a randomized trial on the feasibility and safety with ultrasonographic outcome ¿ raul study authors: dagmara gralak-lachowska, pawel j. Lewandowski, pawel maciejewski, bogumil ramotowski, andrzej budaj, sebastian stec journal: advances in interventional cardiology year: 2020 reference: doi: https://doi.org/10.5114/aic.2020.101761. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article entitled - transradial versus transulnar artery approach for elective invasive percutaneous coronary interventions: a randomized trial on the feasibility and safety with ultrasonographic outcome ¿ raul study - was submitted for review. The aim of the study was to compare the safety and efficacy of transradial access (tra) and transulnar access (tua) in patients scheduled for coronary angiography (cag). The primary endpoint of the study was efficacy, defined as successful cag without a crossover of vascular access. The secondary endpoint was safety, assessed as the number of vascular complications. Two hundred patients referred for the first elective cag were included in the study. 6f launcher guide catheters were used in the study cag procedures. Clinical outcomes at six-month follow-up included vessel spasm, painful procedure, total artery occlusion, pseudoaneurysms, hematoma.